Event description:
Report called-in by doctor :dr called stating that 7 days ago she did a vaginal laproscopic hysterectomy on a patient. A few days later, she had abdominal pain, elevated blood count and a temp of 103. She went back into patient and in vaginal apex, she noticed a linear progression of floseal that basically turned to stone. She stated patient is very sick, and would like to discuss with someone.report called-in by pharmacist:customer explained that a patient underwent a laparoscopic hysterectomy where floseal was used. Patient came back in with abdominal pain after procedure. The md is not sure what the cause is, but is suspecting floseal. Baxter medical information asked customer if proper irrigation technique was used and when this incident occurred. Customer did not know. No other information is available. The customer had questions as to how to treat. Baxter medical information explained that they will forward to the appropriate department for further investigation, however, could not provide any recommendations as to how to treat. Recommended that clinician make a determination based on overall patient's status. Also, explained that although floseal has a broad indication, we do have cautionary statements in the IFU about use in gynecologic procedures due to benefit/risk of infection. Baxter medical information stated that we could not make a causality, but explained that the customer should review the IFU precautions.additional information received from dr on 29-dec-2009:during the procedure, floseal was applied using the da vinci robotic system, without approximation or irrigation of excess product. The need for both approximation and irrigation of excess matrix once hemostasis is achieved was reviewed per the instructions for use. She is fine with this information.

Manufacturer narrative:
The description of floseal matrix solidification has been reported before when the application of the product is too slow, or the approximation of the product is either too slow or lacking altogether. Although abdominal pain and elevated temperature in the post operative period is not uncommon, a conservative assessment is a potential contribution of the body's reaction to floseal applied without appropriate approximation and without the recommended irrigation of excess. In the discussion with the surgeon the need for both of these measures each time floseal is used to stop bleeding was reiterated. The letter out to our customers on dec. 23, 2009 which emphasizes the need for correct application should help to prevent this in the future. No further action is required.this will be kept on file for trending purposes.

Manufacturer narrative:
(B) (4) baxter follow-up medical assessment: presence of visible residuum of floseal in the surgical field during revision surgery 12 weeks after product applications confirms our initial suspicion of too slow product application and/or approximation and non-irrigation of excess may explain the slow resorption time. Under normal circumstances and if application follows the instructions for use, floseal degrades in 6-8 weeks. A contribution of the incorrect product application (user error) to the slow resorption is possible. The abdominal pain is unlikely related to the use of floseal. Surgeon retraining (surgeon who initially applied product, not the reoperating surgeon) regarding the correct product application and irrigation of excess has been performed and documented. (B) (6)

Event description:
Additional information received from parents of (B) (6) on 05-mar-2010: dr. (B) (6) operated on (B) (6) on (B) (6), 12 weeks post floseal application. The reported 6 inches of colon that had floseal attached, was down to only 20% involvement of the 6 inches. The colon showed pliability in that area - not justifying bowel resection. The perineal wall was inflamed, resembling a bad chemical peritonitis. Floseal on the vaginal cuff was not removed, due to high vascularity in that area. Dr. (B) (6) did remove a number of broken pieces of floseal. His assessment was that floseal was breaking-up and would continue to break-up over time. It was felt that (B) (6) related pain (pelvic / abdominal) would continue to improve over time. Dr. (B) (6) is not associated with (B) (6) hospital (original surgery). He is associated with (B) (6) hospital, (B) (6), in location.

Manufacturer narrative:
(B)(4). Baxter follow-up medical assessment: the additional clinical information received does not change previous assessment. While other factors such as the primary disease, as well as surgery-related factors may have contributed to the adverse event, one cannot exclude that floseal and its potentially incorrect application also contributed to the reported complications. (B)(6).

Event description:
Additional information received from mother of patient on (B)(6) 2010: having an allergic reaction to the floseal they used in the surgery. Floseal caused her to have an ulcerated colon. Additional information received from pharmacist at (B)(6) hospital on (B)(6) 2010: may have caused colitis. Additional information received from the mother of the patient on (B)(6) 2010: patient (B)(6); (B)(6). She is currently receiving pain medication and has been told that the situation should resolve by the end of (B)(6). Initially, (B)(6) had a rash and received benadryl. The hysterectomy performed on (B)(6) 2009 removed (B)(6) uterus (very small and never fully developed, as (B)(6) had been a congenital heart patient). (B)(6) had unregulated bleeding, almost every day, for the past 10 years. On follow-up admission ((B)(6) 2009) to (B)(6) hospital for abdominal pain, they found the colon attached to the vaginal cuff and one of the ovaries apparently connected to floseal. They freed both and avoided a possible colostomy that had been discussed. (B)(6) continues to have severe abdominal/pelvic pain and had been readmitted to (B)(6) hospital multiple times. She wanted assurance that her daughter was not going to die. She was under the impression that the surgeon had used floseal (2 syringes on bill) to prevent adhesions, but with her daughter, the exact opposite occurred. She drove (B)(6) to (B)(6) ER, as her pain was worse (abdominal and described burning pelvic pain). (B)(6) was admitted to (B)(6). CT scan has identified mal-rotation of the intestine and a possible ovarian cyst. No abscess or severe inflammation identified. Current weight is (B)(6) - originally (B)(6) (time not identified). (B)(6) is currently receiving fentanyl, benadryl, ativan, xanax and klonopin. The mother has reviewed the IFU and searched the literature for floseal use and post surgical pain/complications. At no time have I implied that floseal was not applied correctly in this case. She has identified in her research that excess product irrigation is necessary and that floseal is not indicated for adhesion prevention. Additional information received from (B)(6) hospital, risk management (B)(6) on (B)(6) 2010: (B)(6) had full body itching the evening of surgery and received benadryl - was discharged on the (B)(6). (B)(6) came to ER on (B)(6) 2009 complaining of pain - received pain medication and released. Evening (B)(6) 2009, pain not improving, admitted that evening, discharged on (B)(6) 2009. Readmitted (B)(6) 2010 with abdominal pain (pelvic and back), fairly recently discharged. During 2nd or 3rd admission, sigmoid performed and exploratory lap considered, specifics not shared. Additional information received from dr. (B)(6) at (B)(6) hospital on (B)(6) 2010: pain continues. CT scan negative for hematoma, inflammation, abscess. Mother of patient is pushing for surgical exploration to determine cause of pain, but surgeon is not convinced since CT scans came back negative. Surgeon wants to know if there's information on empirical exploration of pain following application of floseal when imaging shows no sign of hematoma, inflammation, abscess, etc. We went over the hobday and thomas article, but I told him I will look into his specific request. We also spoke about the biodegradation of floseal, and how if applied appropriately, the product is bioreabsorbed within 6-8wks. No further discussions.